Event description:
It was reported the pt was unsatisfied with the pain relief from the stimulation she was receiving. Reprogramming was unable to resolve the issue. The physician met with the pt, and it was reported a peripheral system trial would be undertaken in the future. It was reported the pt wanted additional back relief.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.